Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer was not detected on bus and noticed that there were no lights on the pixie module control board. A field service engineer (fse) determined that the module control board was faulty. The fse replaced the module control board, cleaned the trays, and cleaned the cubie pocket contacts. After these actions, the system was confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station had no power and also offline in remote support services. The user confirmed the power outlet was working and that the station was properly plugged in, but the station did not power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.